Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2013. A 4396 left ventricular (lv) lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient presented to the emergency department after receiving several inappropriate shocks for atrial fibrillation with rapid ventricular response. It was noted on the remote transmission, there was under sensing on the atrial lead. The device and lead remain in use. No patient complications were reported as a result of this event.